Manufacturer narrative:
A ge service rep performed an on site investigation. The emergency stop button was replaced during the service call.

Event description:
The customer reported that the 9900 system c-arm would not move. No pt injury was reported.